Event description:
The pt had been receiving 4000mcg/ml of compounded baclofen. The pt presented to the emergency room with fever, spasticity, and itching. The hcp removed the drug and did not rinse the reservoir. The estimated reservoir volume was 4.2ml and the actual was 4.0ml. The hcp refilled the reservoir with lioresal 500mcg/ml. A bridge bolus was done. The pt experienced overdose symptoms and required ventilator support.